Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 16283225; model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that during a revision procedure it was determined that the patients leads showed intermittent impedance. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.